Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had an infection. Reportedly, the patient had a cut on the leg that became infected. The patient was treated with topical antibiotic patches. There were no additional adverse patient effects reported. The rv lead remains in service.